Event description:
It was reported that during a biliary stenting treatment procedure detachment occurred. The target stricture was an unspecified location within the biliary system. A 10fr/7cm biliary stent had been advanced into the pt to treat the target stricture. "As the biliary stent was in place for the procedure, the distal flap broke-off from the device. The broken stent migrated to the choledochal." The physician was able to retrieve the broken piece by unspecified means. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.